Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted into the patient. The patient underwent mesh implantation in order to treat symptomatic pelvic prolapse, cystocele, rectocele, and uterine prolapse. The patient underwent the current procedures of da vinci assisted hysterectomy, bilateral salpingo-oophorectomy, and sacrocolpopexy during mesh implantation. It was reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. It was reported that following insertion the patient experienced pain, infection, urinary problems, bowel problems, recurrence, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that the patient underwent enterocele sac ligation and posterior repair on (B)(6) 2010 due to a rectocele and a large enterocele. No additional information was provided. (B)(4).

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2010 and a sling was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.